Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019 and (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "suspicion of rupture left implant confirmed by axillary lymphnode. Anapath report shows siliconome in the lymph node . But the implant seems intact?". The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, cloudy color in the gel, red particles and deformation. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported "suspicion of rupture left implant confirmed by axillary lymphnode. Anapath report shows siliconome in the lymph node . But the implant seems intact?". The device was explanted and replaced.